Event description:
It was reported that speaker function of pump was not audible even though the setting was turned on. There was no reported impact to the customer¿s blood glucose level. Customer reset pump, after which speaker became audible again, and was advised by technical support to monitor pump and call back if any further issues occurred.